Event description:
Reported due to pt death. On 03/30/2006, pt had unknown vascular procedure. Femoral angiogram showed heavy calcification in the common femoral artery at the site of the arteriotomy. Hemistasis was attempted using the chito-seal during 40 minutes of manual compression, followed by compression via the safeguard compression device for 4.5 hours. Hemostasis was achieved but was described as difficult by the catherization laboratory technician. Pt was transported to the floor for overnight observation. Pt was discharged home 04/2006 with no further complications. Pt returned to hosp. In 04/07/2006. Wife of pt rpeorted as feeling "weak at home" during the previous 6 days. Pt was transported emergently to the hosp and expired in the emergency dept. Pt was found to have bled into the leg from the femoral artery.